Manufacturer narrative:
(B)(4). The complaint bc191 infant nasal tubing is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in india reported via a fisher and paykel (f&p) healthcare representative, that bc191 flexitrunk infant nasal tubing was found cracked before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned complaint bc191 device revealed that the evaqua material was damaged between the 6th and 7th spirals. It was also revealed that the film was wrinkled and torn indicating some sort of force was applied. Conclusion: we are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor in india reported via a fisher and paykel (f&p) healthcare representative, that bc191 flexitrunk infant nasal tubing was found cracked before patient use. There was no patient involvement.